Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: inguinal hernia repair detailed description of event: complaint 1 of 4: #(B)(4) - cb030 lot #1433357 (1 ea.) Complaint 1 of 4: #(B)(4) - cb030 lot #1433357 (1 ea.) Complaint 3 of 4 #(B)(4) - cb030 lot #1433357 (1 ea.) Complaint 4 of 4: #(B)(4) - cb030 lot #1434123 (1 ea.) "Scissors would not cut at the distal tip at first use when cutting peritoneum wall tissue finished: using the 4th scissor with cautery. No one was injured" products are available for return. Patient status: no one was injured. Type of intervention the case was completed with the 4th pair of scissors using the cautery function.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit.  However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur. Correction: the serial number field of d4 is being updated to "n/a" as it was incorrectly noted as "1433357" upon submission of the initial report (mw #2027111-2022-00407). Lot number assigned to complaint # 2022-000237 was updated to lot 1434123 in section b5.

Event description:
Name of procedure being performed: inguinal hernia repair detailed description of event: complaint 1 of 4: #(B)(4)- cb030 lot #1433357 (1 ea) [mw #2027111-2022-00411]. Complaint 2 of 4: #(B)(4)- cb030 lot #1433357 (1 ea) [mw #2027111-2022-00407]. Complaint 3 of 4 #(B)(4)- cb030 lot #1434123 (1 ea) [mw #2027111-2022-00408]. Complaint 4 of 4: #(B)(4) - cb030 lot #1434123 (1 ea) [mw #2027111-2022-00409]. "Scissors would not cut at the distal tip at first use when cutting peritoneum wall tissue finished: using the 4th scissor with cautery. No one was injured" products are available for return. Patient status: no one was injured. Type of intervention: the case was completed with the 4th pair of scissors using the cautery function.